Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not discharge from the paddles. Subsequently, customer's biomed isolated the alleged malfunction to the multi-function cable and confirmed that the paddles functioned, when used with other devices. Complainant indicated that there was no patient involvement in the reported malfunction.